Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Replaced 2 fuses on the mobile view station (mvs) board and replaced the power cord because there was a damaged portion of the outer sheath. System checkout performed and all tests passed. No parts have been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the root cause being blown fuses. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) screen was black. It was reported that when the user started up the system, the monitor would not turn on. A green light on the mvs was noticed briefly on startup, but then it went out. Additionally, a flashing light was noticed on the power plug. A different power outlet was used with no resolution. There was no patient present when this issue was identified.